Manufacturer narrative:
Per 2615 combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. In order to progress with the investigation of this event, x-rays, operative notes, patient medical history, ops pre-operative planning documents and an update on the patient was requested, however, not all information could be provided and thus no further investigation can be conducted. Therefore this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported to corin that following primary surgery which occurred on (B)(6) 2019, the patient had a dislocation. During a relocation the patient's femur was fractured and a revision surgery has been planned. The date of the revision is not known and it is also unknown if any of the devices will be removed or whether the procedure will just involve cabling for the fractured femur.